Event description:
It was reported that the patient experienced a loss of therapeutic effect, which began about one month prior to report. The patient felt an electric shock under her skin, which traveled across her stomach. Since feeling the shock, the patient couldn't eat, was nauseous, bloated, and in a lot of pain. There was no known accident or incident related to the event. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported, the patient had her device turned off six months ago because, it was "not working" and that she was doing better "symptom-wise." It was reported that three days ago when the implantable neurostimulator (ins) got pushed on, she was having severe pain that was "almost debilitating." The patient almost went to the emergency room due to pain. It was noted, the device may have shifted. The patient did not have any falls or trauma.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2005; product type: lead, product ID: 435135, serial#: (B)(4), implanted: (B)(6) 2005; product type: lead. (B)(4).